Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with calcium gen.2 (ca2) assay on a cobas 6000 c501 analyzer. Initial result: 5.8 mg/dl. The physician questioned the result. The sample was pulled and a clot was noticed in the sample. The clot was then removed and the sample was repeated. Repeat result: 8.1 mg/dl. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The customer had two ca2 lots of reagents in use around the time of the event. The 1st ca2 reagent lot number was 75291801 with an expiration date of 31-dec-2024. The 2nd ca2 reagent lot number was 73362201 with an expiration date of 30-sep-2024. The customer verbally stated that qc recovery was acceptable. The calibration for lot number 752918 was last performed on 20-jan-2024 and the calibration for lot number 733622 was last performed on 07-feb-2024 and they were both acceptable. The alarm trace showed an abnormal probe sucking alarm. This is an indicator of a possible poor sample quality. The field service engineer found that the sample probe was bent and the check valve required cleaning. He replaced the sample probe and performed adjustments. He also cleaned the check valve. Precision studies were performed and they were within specifications. Calibration and qc were performed and they were successful. The service actions (replacing the sample probe, performing adjustments, and cleaning the check valve) resolved the issue. No further issues were reported afterward.